Event description:
Additional information was received that the patient's leads were explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. The allegation is against 2 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7610182.

Event description:
Related manufacturer report number: 1627487-2023-02733. It was reported that two of the patient's leads are fractured. The patient still has effective therapy but is unable to get an MRI. Surgical intervention is planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.